Event description:
Information reviewed indicated that even though patient implant was off, they could still feel the stimulation.

Event description:
It was originally reported on (B)(6) 2013 that the patient had pain that moved into the stomach on the side of the implant. When the patient used program 1 she ¿could not pee and make herself pee.¿ on programs 2 and 4 the patient felt ¿vibrating in different places where she did not like it.¿ at the time of the report, the patient was on program 3 and in pain. The pain started ¿a while ago¿ but was ¿real bad three days ago.¿ the patient reported no falls or traumas. The patient went to the emergency room (ER) ¿last night¿ because the pain ¿was bad.¿ the patient had a CT scan, urine test, and blood test which all ¿looked normal.¿ the patient¿s test showed that the device was in place. The patient stated that it was ¿sometimes¿ hard to go to the bathroom and she was still in ¿a lot of pain and not sure what to do.¿ the patient reported a loss of therapeutic effect. The patient felt the device had ¿moved up¿ and before she ¿could not feel the device but now she can.¿ however, the patient¿s scans showed that it did not move. The patient stated that she turned off stimulation ¿last night¿ but she still had pain in the back. The patient noted that therapy helped her symptoms and she did not want to ¿go back to how it was.¿ the patient was assisted in turning off stimulation. About two weeks later it was reported that the patient still had concerns regarding her device or therapy and was working with her health care provider (hcp) or manufacturer representative. However, the patient did not have any scheduled appointments. About seven and a half months later it was reported that there was no known cause of the pain. On (B)(6) 2013, the patient had the device turned off and described a sharp pain that wrapped around to her abdomen. The patient stated that the device seemed to be working well, but she could not handle the pain when it was turned on. The pain was noted as an 8 out of 10. The reporter noted that the area of incision was healing well and without evidence of infection. The patient had pain over the iliac crest and her abdomen was soft. On (B)(6) 20123, the patient complained of pain at the site of the implant and she felt that it had moved. The patient¿s pain was a 10 out of 10 and her device was still off. The patient desired to continue with the device, but wanted to try and have it moved to see if that improved her pain. On (B)(6) 2013, the patient returned to the office without significant changes. This was a pre-operative visit for the reposition of her device. However, it was reported that the device was repositioned on (B)(6) 2013. It was unclear when the device was repositioned. The patient was doing well and there was no pain post-op on (B)(6) 2013. Refer to manufacturing reports #3004209178-2013-21510 and #3004209178-2013-21516 for the patient¿s further issues with the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3037, serial# (B)(6), product type programmer, patient product ID 3093-33, lot# va05k2z, implanted: 2013 (B)(6); product type lead. (B)(4).